Event description:
Cart moves while patient attempts to get on or off cart(brake in set position). Subsequent investigation revealed three others not functioning correctly. Two other mechanisms had been replaced due to failure on other beds previously. Parts were ordered, and company technician was expected on site. They will replace both mechanisms on all beds of that model(in process). The replacement part is much beefier. Due to the possibility of unstable patients falling while trying to get in or out of these stretchers(mild sedation) all units using similar parts of this type should have those parts replaced . Pictures available showing difference in old and new part and break point of failed part.